Event description:
It was reported per the patient's husband, patient at the beginning was "ok" but then the pain began a few months after the surgery. This is an on and off burning pain feeling. X-rays were normal and she was sent to physical therapy but is not helping her. X-rays and blood tests were taken today. Patient is also limping.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.